Event description:
An impella 5.5 device was inserted via the right axillary artery in a 39-year-old male patient presenting with cardiomyopathy. During support, the device experienced a pump stop associated with a controller error. The pump was successfully restarted on the first attempt, and the team proceeded with a controller exchange. No further issues were reported following the controller swap. The reported events include a temporary pump stop, controller failure, and device revision or replacement, along with hemodynamic instability. The impella 5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.